Manufacturer narrative:
At this time the product remains in service. If additional information becomes available this event will be updated.

Event description:
Boston scientific received information that one day post implant the right atrial (ra) lead exhibited impedance measurements greater than 2500 ohms. During the revision procedure, it was noted that the lead was not fully inserted in to the device header. The ra lead was reinserted and yielded good measurements. Both the device and lead remain implanted in the patient. No adverse patient effects were reported and the investigation is complete at this time.